Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received open book image alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will be returned for analysis. Customer experienced hypoglycemia with bg value of 45 mg/dl at the time of the reported event. Customer's bg value at the time of call was 150 mg/dl. Customer was not using the insulin pump system within 48 hours of reported low bg event and the auto mode/smartguard feature was not active at time of low bg event.

Manufacturer narrative:
P-cap locked in place properly during testing. Pump received with constant critical pump error alarm/open book image after battery installation. After pressing back arrow and down arrow buttons to allow access to download unit was partially downloaded. After multiple occasions to fully download partial download was accomplished. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. No relevant alarms were recorded in download history files to confirm complain code. Unit was cut open and perform a visual inspection. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on pcb1 and pcb2 not giving access to download. No physical damage noted during visual inspection. In conclusion, unit came in with constant critical pump error alarm and unable to complete download using (thump software) due to corroded electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer experienced hypoglycemia with bg value of 45 mg/dl at the time of the reported event. Customer's bg value at the time of call was 150 mg/dl. Customer was not using the insulin pump system within 48 hours of reported low bg event and the auto mode/smartguard feature was not active at time of low bg event.